Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer turning on. The patients ipg was explanted and the explanted ipg was retained by the medical facility and will not be returned.